Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose event, did not respond to alerts, and emergency services transported the user to a hospital; the educator suggested a factory reset after training review, and engineering logs confirmed the user performed a pump rewind during the first supply change. Symptoms included hypoglycemia. Outcomes included hospitalization and serious injury/illness/impairment, with unexpected medical intervention requiring medication. Investigation included communication with involved parties and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or a discrete medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.